Event description:
Procedure was ureteral dilatation, right ureteroscopy and retrograde pyelogram. After the stent was in place on the right ureter, x-rays were taken. X-rays showed a foreign body in the right ureter which looks like a small plastic cap. Foreign body retrieved before end of procedure. No adverse effect to the pt, except procedure elongated by need for manipulation.